Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12040. It was reported that upon interrogation prior to procedure, the right ventricular (rv) lead exhibited low impedance, high capture threshold, and low sensing threshold, and the left ventricular (lv) lead exhibited low impedance and failure to capture. The leads were x-rayed and it was found that the lv lead was dislodged and pulled back from a coronary sinus branch into the right atrium. The rv lead was found dislodged and pulled back from the rv apex to just below the tricuspid valve. Both leads were capped and replaced. The patient was stable.